Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was receiving fetanyl, bupivacaine and "other," (patient did not know the third drug name or dose and concentration) all at unknown doses and concentrations via an implantable infusion pump for non-malignant pain and rs d/causalgia-complex regional pain syndrome. It was reported that the patient saw an 8286 code on their personal therapy manager (ptm). The patient did not know the date of their last refill. The patient stated they saw this code on their last ptm which was recently replaced. No symptoms were reported. No further complications were anticipated/reported.